Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive device had intermittent operation. It was reported that when placing the battery in the device, it would work for a while and then stop working. It was reported that 3 different batteries were placed to check if the problem was for battery charge, but the device did not work normally with the batteries, it always worked intermittently. It was reported that the surgeon was not comfortable, so in the middle of the procedure, he switched to a spare device of the institution, which generated a surgical delay of approximately (20) twenty minutes. It was reported that the surgeon was able to complete the procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d4: the serial number was inadvertently reported as the lot number in the initial report. Section d4 has been corrected. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.